Event description:
Event description guidant received information that this transvenous defibrillation lead was oversensing and delivering unnecessary therapy. The r/s portion of the lead was removed and replaced with a new lead. During the lead revision procedure, the patient's ICD was upgraded. New information shows that the fineline lead was also removed as the lead dislodged while removing, what was termed as 'enffusion of blood'.